Event description:
It was reported that patient is being referred for replacement due to having issues with her voice. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received that there is vns concerns of infection x2 months having drainage, breast changes and having to take antibiotics for open wound. Patient is being referred for relocation of generator due to migration. There is mention of weak/hoarse voice in (B)(6) 2020, ent performed bronchoscopy which demonstrated left vocal cord paralysis. Information received that the cause of the vocal cord paralysis is unknown but it resolved spontaneously. The patient has no issues with voice currently. No surgical intervention has occurred to date for the vocal cord issues. MFR report # 1644487-2022-00407 houses the reported infection/migration